Event description:
The pt's sternum pulled through the talon foot on one side only. The doctor noted a slight infection around the pull through area. Surgeon removed and discarded the device.

Manufacturer narrative:
Product discarded by doctor. If further information is acquired that adds value to the content of this report and/or a conclusion drawn, a follow-up report will be sent.